Event description:
It was reported that prior to a magnetic resonance imaging (MRI) procedure, the physician noted that the pacing impedance measurement from this right atrial lead was high (>3000 ohms). It was hypothesized the ra lead conductor could have fractured. Diagnostic imaging is anticipated to evaluate the system, but this has not yet occurred. At this time, the ra lead remains implanted and in-service. No adverse patient effects were reported.

Event description:
It was reported that prior to a magnetic resonance imaging (MRI) procedure, the physician noted that the pacing impedance measurement from this right atrial lead was high (>3000 ohms). It was hypothesized the ra lead conductor could have fractured. Diagnostic imaging was anticipated to evaluate the system, but the patient self-discharged from the hospital and no further information is available. At this time, the ra lead remains implanted and in-service. No adverse patient effects were reported.